Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that the patient had a left primary tha. The surgeon notified me that he had a patient that the corial collared stem had subsided. During the surgery the surgeon removed the metal head and said that the stem was loose and was able to pull it out very easily. He revised the stem thru the anterior approach using the corial revision stem. Once the surgeon implanted the new stem, he chose to use the same 40mm metal head that he had already removed from the primary stem. He closed and was happy with the leg lengths and offset. Doi: (B)(6) 2016; dor: (B)(6) 2019; left hip.